Event description:
It was reported that during the insertion of the sensor into the body, the introducer needle would not come out of the body. Nothing further reported.

Manufacturer narrative:
The insertion test could not be performed due to sensors being opened and used. The insertion needle was separated from the sensor and the needle tip was bent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.